Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage (lv) electrode of the lead was covered in blood. The analyst commented that there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. Explant damage or blood ingression was not observed. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had episodes of t-wave oversensing (twos). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead noise alert. A patient alert occurred on (B)(6) 2014 for lead noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 46 of 55 lifetime v-sic are recorded beginning (B)(6) 2014. There are five lead failure predictor events of less than 220 ms v-v cycle recorded between (B)(6) 20140 and (B)(6) 2014.